Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017, a reading of 80 mg/dl was obtained on the adc blood glucose meter at 4:30 pm. It was further reported the customer experienced symptoms described as disoriented and "cannot speak". Paramedics were called and a reading of 40 mg/dl was obtained on the paramedic's meter at 4:35 pm. Customer was reportedly diagnosed with hypoglycemia and administered glucose via injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (PMA/510k#) was incorrectly documented in the initial MDR 30 day report. Has been updated.

Event description:
Customer reported that on (B)(6) 2017, a reading of 80 mg/dl was obtained on the adc blood glucose meter at 4:30 pm. It was further reported the customer experienced symptoms described as disoriented and "cannot speak". Paramedics were called and a reading of 40 mg/dl was obtained on the paramedic's meter at 4:35 pm. Customer was reportedly diagnosed with hypoglycemia and administered glucose via injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. As the meter associated with this case was returned, only activities related to the freestyle strips were performed. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2017, a reading of 80 mg/dl was obtained on the adc blood glucose meter at 4:30 pm. It was further reported the customer experienced symptoms described as disoriented and "cannot speak". Paramedics were called and a reading of 40 mg/dl was obtained on the paramedic's meter at 4:35 pm. Customer was reportedly diagnosed with hypoglycemia and administered glucose via injection. There was no report of death or permanent impairment associated with this event.